Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button would stick when pressed. The patient reported that all other keypad buttons functioned properly. The patient denied trauma to the pump and denied tearing or peeling of the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of keypad contamination found under all key contacts and the down arrow and ok keypad buttons were found to misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.